Event description:
It was reported that the initial procedure was a staged procedure during which the patient was implanted with one xience v stent in (B)(6) 2010 in the circumflex artery, and six weeks later (unknown date) was implanted with another xience v stent in the obtuse marginal. On (B)(6) 2012, the patient presented to the hospital with unstable angina for which nitroglycerin was administered; however, did not resolve the angina. The patient underwent angiography which revealed within 3 mm of the previously deployed xience v stent in the circumflex was observed to be restenosed, which required treatment with the placement of a promus stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.